Event description:
Alarm sounded at central station that art line was disconnected. Rn went to patient bedside and saw that art line was bleeding profusely. Upon inspection there was a crack noted in the a-line tubing. Bleeding was stopped and no changes in blood pressure. A-line had last been checked at 0600 this was found at 0800.this is what the patient safety report read: nurses at the nurses station were alerted to a problem with the arterial line of the patient in redacted room by the alarm sounding on the monitor. Upon inspection of the patient, it was noted the art line was bleeding profusely into the bed. The art line was clamped closest to the patient to stop the bleeding and as the tubing was inspected it was noted that there was a split in the tubing closest to the patient.